Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during a cataract extraction with an intraocular lens (iol) implant procedure, surgeon noticed this model material was easily scratched. Had noticed over the last two weeks. It was unknown if any new techniques or procedure in loading. It was noticing after implanting. Additional information was requested, but further no information was available.